Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The cath lab registered nurse (rn) was calling to troubleshoot the fiber optic sensor (fos) signal weak alarm on the pump. There is no arterial pressure (ap) waveform present. The rn stated the fos was zeroed prior to insertion, the intra-aortic balloon (iab) is in the patient but she thinks the pump is not pumping, they cannot see an ap waveform. Sometime just after insertion, the patient went asystole compressions were performed and a rhythm returned. Currently, while helping the rn, they were removing the iab. During discussion prior to iab removal, the fos icon was "blue". The iab was removed without incident and a second iab inserted into the same site over the wire. The second catheter connected and zeroed prior to insertion. The pump immediately pumped without issue. There are no alarms present. The clinical support specialist (css) provided the rn with the css direct number to call back after the patient is stable. The css received another call from a second rn. The pump is pumping and achieving the goals of therapy without alarms. We discussed triggering. She said she was not experienced with this pump and wanted to know how to use ap trigger and what can be done in autopilot etc. The css had the rn disconnect the electrocardiogram (ECG) cable and the pump automatically changed the trigger to ap. We discussed the details regarding how the pump chooses the trigger etc. She stated the patient is currently "semi stable". The css discussed that the first iab did not necessarily need to be removed. The css reviewed possible troubleshooting that she was unable to do since they removed the iab and that the central lumen could have been used instead of the fos waveform in the meantime to immediately assist the patient. She understood. I also reviewed recommendations during cardiopulmonary resuscitation (CPR). The rn called back with the serial number and reported that the pump was pumping without incident or alarms and the patient remains somewhat stable. She reports no complications from removal or reinsertion of iab. Outcome of the patient: patient currently supported on pump. Length in time in use prior to event: just inserted.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of fos signal lost is confirmed. The fos fiber was broken; therefore, the light path could not be established between the sensor and the pump. The root cause of the fiber break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. (B)(4).

Event description:
It was reported via a hot line call. The cath lab registered nurse (rn) was calling to troubleshoot the fiber optic sensor (fos) signal weak alarm on the pump. There is no arterial pressure (ap) waveform present. The rn stated the fos was zeroed prior to insertion, the intra-aortic balloon (iab) is in the patient but she thinks the pump is not pumping, they cannot see an ap waveform. Sometime just after insertion, the patient went asystole compressions were performed and a rhythm returned. Currently, while helping the rn, they were removing the iab. During discussion prior to iab removal, the fos icon was "blue". The iab was removed without incident and a second iab inserted into the same site over the wire. The second catheter connected and zeroed prior to insertion. The pump immediately pumped without issue. There are no alarms present. The clinical support specialist (css) provided the rn with the css direct number to call back after the patient is stable. The css received another call from a second rn. The pump is pumping and achieving the goals of therapy without alarms. We discussed triggering. She said she was not experienced with this pump and wanted to know how to use ap trigger and what can be done in autopilot etc. The css had the rn disconnect the electrocardiogram (ECG) cable and the pump automatically changed the trigger to ap. We discussed the details regarding how the pump chooses the trigger etc. She stated the patient is currently "semi stable". The css discussed that the first iab did not necessarily need to be removed. The css reviewed possible troubleshooting that she was unable to do since they removed the iab and that the central lumen could have been used instead of the fos waveform in the meantime to immediately assist the patient. She understood. I also reviewed recommendations during cardiopulmonary resuscitation (CPR). The rn called back with the serial number and reported that the pump was pumping without incident or alarms and the patient remains somewhat stable. She reports no complications from removal or reinsertion of iab. Patient currently supported on pump. Length in time in use prior to event: just inserted.